Event description:
On (B)(6) 2020, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The proximal aortic neck was 14mm in diameter and was angulated. A rlt231416 trunk-ipsilateral leg component was used. After implant, infolding was noted due to device over sizing. The case was outside IFU due to anatomical restrictions. On (B)(6) 2020 it was reported that the trunk-ipsilateral leg component had migrated into the aneurysm sac. The physician commented that this was likely due to the device over sizing and infolding, and the cardiac cycle likely pushed the device from its proximal aortic seal zone. Therefore, a reintervention occurred whereby two gore viabahn vbx endoprostheses were implanted in the left and right renal arteries, and a gore excluder aaa endoprosthesis aortic extender (23mm) was implanted proximally in order to obtain proximal seal. The patient tolerated the procedure.